Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/14/2020 a manufacturing record evaluation was performed for the finished device pg6719 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. The pulling off suture needle happened when sewing the uterus during the procedure. Changed another one to complete the surgery. No additional information could be provided. There was no adverse patient consequence reported.